Event description:
It was reported the patient was "complaining" of unsatisfactory/inadequate analgesia and could not feel the patient therapy manager. A contrast study was done and showed "normal cath tip location at t12 and no signs of granuloma". The pump was indicating an elective replacement within 3 months. The pump was replaced and the patient recovered without sequelae. The patient was being infused with dilaudid.

Manufacturer narrative:
Catheter model: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: unknown, accessory: model: 8590-1, lot# n071795, implanted: (B)(6) 2006, product type: accessory. (B)(4).